Manufacturer narrative:
Concomitant medical products: rvdr01 ipg; implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture on the right ventricular (rv) lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.